Event description:
It was reported to philips that there was an image acquisition problem. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during diagnostic procedure. The procedure was completed as planned, using the same system. It was reported to philips that an image acquisition problem had occurred, and a faint horizontal line was visible in the image on the acquisition monitor. Upon troubleshooting, the philips field service engineer (fse)went onsite, checked the database and found that there was a faint line visible in the image and was likely caused by a flat detector quality problem. To resolve the issue, the distributor fse performed a flat detector calibration. After repairs the device returned to good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed as planned without an impact. The issue was intermittent. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.